Event description:
It was reported that a spectrum infusion pump alarmed "system error 105". It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "'system error 105' alarms", determined to be caused by a failed motor (flex) and severed motor mount screws (6 of 6). The failed motor assembly and motor mount screws were replaced.